Event description:
In (B)(6) of 2007, I underwent a very complex surgery involving pops and urinary incontinence repair. I found out, last year in 2017, that I was implanted with advantage transvaginal mid - urethral sling system boston scientific order no. (B)(4). I was also implanted with matrix pelvicol (2x7cm) and matrix pelvicol (4x7cm) bard from the time directly after surgery, as I was healing and currently, I suffer excruciating nerve pain from my urethra clear up into and throughout my vagina. Becoming aroused was and still is excruciating as it feels as if I'm being stabbed with shards of metal or shards of glass. Following my initial surgery, I went in weeks later in (B)(6) of 2007 complaining of excruciating pain in my vagina. My surgeon went in and told me he removed knotty scar tissue wreaked around nerve clusters. The same day I went home and immediately continued suffering the same excruciating nerve pain. My nerve pain over the last several years has traveled into my pelvis, lower abdomen, lower back, buttocks, down the backs, sides and fronts of both legs and into my ankles and feet. It hurts to sit, stand or walk for too long or to lay for too long in any position. My legs have collapsed from under me on several occasions. I had countless gp visits, hospital visits and stays, a&e visits, scans and mris involving cardiology, rheumatology, neurology, abdominal scans and colonoscopy; numerous blood test through gp as well as being tested and treated for lyme disease (through the infectious disease center), eventually being told I don't have lyme disease, an ambulance trip to the hosp, unable to walk most days with nerve pain, cannot plan ahead, cannot work, suffer vertigo and extreme dizziness for last 3 1/2 years, vomiting, suicidal, depression with depression medication treatment on different occasions, pain during sex, leaking urine, extreme debilitating fatigue with heart palpitations and rhythm fluctuations, chest pain and numerous autoimmune symptoms. I can also actually "feel" the mesh under my urethra and it hurts to hold my legs closed. My husband has had to stay home and care for me, sometimes having to lift me into the tub and dress and undress me or assist me walking. My life is ruined. I don't know who I am anymore since my surgery.